Event description:
On (B)(6) 2013 the reporter contacted animas alleging that for the past two days the patient¿s blood glucose (bg) had been elevated as high as 600mg/dl with nausea, vomiting, lethargy, and ketones. The patient¿s bg at the time of the call to animas was reportedly 397mg/dl with nausea. The patient was reportedly correcting bgs with syringe injections, boluses via the pump, and by drinking fluids. The reporter noted that the patient¿s bg was responding to syringe injections but not to boluses with the pump. Customer technical support reviewed the pump with the patient and the reporter and found that the insulin on board feature was turned off, when the reporter thought that it had been on. The patient confirmed all other advanced features and basal settings were correct. The pump history was reviewed and was found to be accurate. A review of the suspend history showed a suspend on (B)(6) 2013 from 7:15am to 7:39am, and a suspend on (B)(6) 2013 from 7:44am to 7:52am. The reporter noted that the patient only uses the stomach for insertion sites. Troubleshooting indicated no issues with the pump. The reporter noted that the patient receives occlusion alarms on occasion, but none during the timeframe of the elevated bgs. The reporter stated that they had lost confidence in the pump and requested the pump be replaced. The reporter was advised to contact the patient¿s healthcare provider to discuss site selection and rotation. Although there was no pump defect found upon troubleshooting, this complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: a review of the pump history indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. The pump history did not show any alarms outside of normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No alarms occurred during testing. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.